Event description:
It was reported, while manipulating the camera head, stripes appear on the screen or the image disappears completely. The issue was found during a diagnostic hysteroscopy . The intended procedure was completed using the same device without any delay. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation of stripes on the screen or image disappears was confirmed. The device evaluation found that because the cable unit was twisted, the endoscopic image cannot be displayed or noise occurs. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was shipped in conformance with specifications. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, while manipulating the camera head, stripes appear on the screen or the image disappears completely. The issue was found during a diagnostic hysteroscopy. The intended procedure was completed using the same device without any delay. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was received, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available